Manufacturer narrative:
It was indicated that the catheter was discarded and not able to be returned for evaluation. The complaint could not be confirmed without a product return. There were two possible lot numbers reported and a review of the manufacturing records indicated that the product met specifications upon release. No actions will be taken at this time.

Event description:
Initially it was reported that shortly after the insertion of the catheter, within 24 hours, the thermistor on the catheter 'malfunctioned.' There were no values observed from the catheter. The staff replaced the catheters with new ones. Additional information revealed that during the event the co values disappeared from the vigilance monitor. It was further indicated that 'strange/odd' values were observed from other parameters on the vigilance. Unfortunately details of the description of the incidents were limited, no other information could be provided. There were no patient complications reported.